Event description:
In 11/2004, the pt contacted lfs alleging that their one touch basic meter powered off during use. The medical affairs specialist (mas) attempted to reach the pt by phone and could not leave a message, as the voicemail box was not set up. The mas sent a letter to the pt the next day. The pt last tested with the reported meter in 10/2004 in the morning. "Last month" pt was taken to the hosp because pt was not able to test with their meter and pt was feeling light-headed and dizzy. A result of 458 mg/dl was obtained on the hosp meter. Pt was treated with insulin. The customer care rep (ccr) walked the pt through changing the battery and the meter powered off prior to the automatic shut off time limit. Based on the info provided, the pt experienced injury and medical intervention as a result of not being able to test with the meter. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.